Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. The physician relocated the ipg to the right side of her lower back. The patient was reportedly doing well.